Manufacturer narrative:
The testing and investigation results have been received and indicate that the complaint for balloon burst/leaks/holes was confirmed.

Event description:
It was reported that the pt experienced leaking around the stoma site. Per the reporter, she pulled on the tube and the tube came out. Saline was leaking out of the balloon. The tube had been placed in the small bowel.